Manufacturer narrative:
Exemption number e2015012. B. Braun medical inc (importer) is submitting this report on behalf of b. Braun avitum ag (manufacturer). This report has been identified as b. Braun avitum internal report # (B)(4). Initial information was received from the facility biomed. The machine trend file and additional information has been requested from the facility and the investigation is on-going at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: 5 minutes into the start of treatment a patient has a cardiac arrest. The patient status has not been given by the user facility. The bio med technician stated when the treatment ended he was asked to take dialysate samples to send to the lab. When he got to the machine it was in bypass and did not know for how long. He then tested the function of the blood leak detector for proper operation and it was working within specifications. The bio med technician indicated they would run a mock treatment to obtain samples before and after the event.

Manufacturer narrative:
Exemption number e2015012. (B)(4). No further information or trend data records were provided for the dialog+ machine. The information that was provided and the inspection of the dialog+ machine by the biomed technician does not give any evidence of a product failure. End stage renal disease (esrd) as cause for cardiac disease is described frequently in the medical literature and cardiovascular disease leading to cardiac arrest is the most common cause of death in dialysis and esrd patients. Severe cardiac events, including cardiac arrest, do occur during dialysis therapy and are related to the underlying disease. If additional pertinent information becomes available a follow-up report will be filed.